Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of above (400 mg/dl) the customer took a bolus to stabilize bg level. It was indicated that the customer declined to troubleshoot with tandem technical support and to check infusion set site.